Event description:
A customer contacted stryker to report that their device would intermittently not respond to several button presses when attempted. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would intermittently not respond to several button presses when attempted. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the printer keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The removed part was further evaluated and it was determined that the cause of the reported issue was due to a detached connector on the printer keypad.